Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be unintentional use. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the remote dose control was stuck against the pump in the pouch, inadvertently triggering the bolus dose systematically every 20 minutes. It was noticed that 17 boluses had been requested and 10 boluses performed whereas the patient only takes 2 or 3 a day. The patient experienced a little confusion and recovered quickly when the boluses stopped. The patient returned home and everything was going well.